Event description:
It was reported that patient went under second surgery. The first surgery was on (B)(6) 2014 and the second surgery was on (B)(6) 2014. The reason for doing the second surgery was about the patient pain, doctor said the hip implant was loose. So, the original trident implant was replaced last weekend. Doctor is asking for an investigation in order to determine the origin of the implant got loose. The surgeon indicated that the primary device subject to loosening was the cup.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding loosening involving a trident shell was reported. The event was confirmed. Method and results: device evaluation and results: visual inspection was performed as part of the material analysis report (mar). "The distal and proximal surfaces of the acetabular shell are shown in figures 6 and 7, respectively. Evidence of remaining hydroxyapatite (ha) coating and some bony on-growth could be observed on the proximal surface. Areas of the surface were damaged around the holes and distal rim, likely occurring after loosening of the shell and during explantation. A detailed image of the holes where the acetabular screws were installed is shown in figure 8. Damage around the rim of the holes indicates movement relative to the screws, likely occurring after loosening." The mar report concluded: "no material or manufacturing defects were observed on the device features evaluated." Medical records received and evaluation: a medical review was performed and concluded: " no determination can be made for the early failure of firm biologic fixation of the acetabular component in this case. The material analysis report did not observe any material or manufacturing defects as contributory to this clinical situation." Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: a material analysis was performed and concluded that there was no evidence of material or manufacturing defects on the device features evaluated. Additional information including medical history, pathology reports and progress notes are however needed to fully investigate the event.

Event description:
It was reported that patient went under second surgery. The first surgery was on (B)(6) 2014 and the second surgery was on (B)(6) 2014. The reason for doing the second surgery was about the patient pain, doctor said the hip implant was loose. So, the original trident implant was replaced last weekend. Doctor is asking for an investigation in order to determine the origin of the implant got loose. The surgeon indicated that the primary device subject to loosening was the cup.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.